Manufacturer narrative:
Additional information received november 18, 2015. The product associated with batch 4l00686, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported she developed two open areas below stomach where the edge of the flange dents into her abdomen. They measure .5 inches x .25 inches and are partial thick wounds. The end user stated there is intermittent bleeding and drainage from the wounds. She stated that she sees her physician monthly for these wounds and they were diagnosed as pressure areas. She further informed that her physician cauterized the open areas on prior occasions (dates unknown), which has allowed them to heal, but they reopened. She stated her physician has prescribed a treatment of kaltostat, calcium alginate, surgical gauze and duoderm extra thin dressing to the area. She stated that the top of her abdomen hangs over her wafer and that her abdomen under the wafer is flat, however the rigid flange has caused the open areas.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.